Event description:
According to the medwatch form sent to co "pt connected to chest drainage systems that failed to create suction post-op cab. Pt experienced cardiac arrest on transfer from or table to stretcher. He was placed back on o.r. Table and reopened. He was defibrillated and normal sinus rhythm resumed. At this time co is still uncertain as to the cause of the event. The physician documented in the record that the system appeared to have failed. However, the o.r. Director feels that there is a possibility of user error. Unfortunately the equipment was released to co rep and co is unable to test the system. Co will continue to follow up & investigate with the staff."